Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Event description:
It was reported that the device failed during a surgical procedure. The facility confirmed that the device ran intermittently and then stopped working while reaming. It is reported that these events occurred over the past year during over 30 unknown surgical procedures. The facility also reported that they believe they are utilizing the trauma recon system, trs, but cannot verify that. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past seven months has been reviewed. The item was previously returned for service on 16-jan-2013 due to intermittent operation. A service request for this item was called in on 5-aug-2013 for intermittent operation. The previous service condition of intermittent operation is relevant to the current complained issue of intermittent operation. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by (B)(4). Report received indicates the reporters complaint that the unit runs intermittently was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. The manufacturing documents were reviewed and no complaint related issues were found.